Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use on a patient, an 840 ventilator's graphical user interface (gui) was not operating properly. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The field service engineer (fse) replaced the gui cpu and the associated hardware. Also updated the software to ak version. Unit passed the performance verification test.